Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A company representative, on behalf of a user facility, reported to olympus that after therapeutic endoscopic retrograde cholangiopancreatography with a evis exera iii duodenovideoscope, the single use distal cover came off in the intubated patient's mouth. The physician was able to remove the cover from the mouth without any extra devices or rescoping, and stated that it was cracked upon removal. No medical intervention was required. No delay occurred, and there was no impact to the outcome of the procedure or the patient. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope. Patient identifier (B)(6) is for the single use distal cover.

Event description:
It was additionally reported that the cap came off inside the patients mouth at the start of the procedure. The patient was intubated while prone. The physician moved the scope in and out of the patient a few times in an attempt to pass the scope into the esophagus. The thought is that the cap got caught on the endotracheal tube and came off. The anesthesia provider did a finger sweep and removed the cap from the patient's mouth.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial e1, e2, and e3. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling by the user. It is possible the event occurred due to the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).